Event description:
It was reported that when the o2 concentration was set, the respiratory rate increased double. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the customer and the nozzle units in the air gas module and in the o2 gas module was replaced. No goods or device log files has been received for further investigation. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If there is a fault with the nozzle during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow, respiratory rate and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods and device log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).